Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the light source shut off during procedure. The procedure was completed successfully with no adverse consequences or medical intervention.

Manufacturer narrative:
The device manufacturer date is not known. (B)(4). Alleged failure: light source went out. Probable root cause: optical fibers, light source boot, scope, light source , camera, adapters, loose wires, beam sensor, front board, magnetic reed switch, use errors. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the light source shut off during procedure. The procedure was completed successfully with no adverse consequences or medical intervention.